Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, vasoview hemopro vh-3500 cutter jaw was not fully together and had an out of box defect, the device was not used during the case and a new kit was opened. No harm to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr -2020 through mar-2022 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 03/30/2022. An investigation was conducted on 04/14/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed away from the hot jaw due to normal clinical use. The gray silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws with no physical or visual difficulties. The jaws were aligned, with no physical or visual defects observed. The mechanical evaluation was conducted three times with the same result. Based on the returned condition of the device, the reported failure "mechanical problem" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.